Event description:
It was reported that several infusion set connectors from the same box would not attach to the ilet pump, with a subsequent connector attaching without issue, and troubleshooting and education were completed with no alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included no impact to therapy continuity and no need for replacement supplies. Investigation included review of the reported lot information and product-use troubleshooting over the phone. Investigation of this case revealed intermittent connector-to-pump mating difficulty associated with the connector component, while a later connector from the same lot functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interface variability at the connector interface.